Event description:
It was reported that far field oversensing was noted on stored atrial tachy response (atr) episodes on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the episodes and recommended reprogramming options. This crt-d remains in-service. No adverse patient effects were reported.